Manufacturer narrative:
The investigation has started. A follow-up report will be submitted upon completion.

Event description:
It was reported that the device passed the self-test normally during startup, but a breathing valve malfunction occurred during use, resulting in poor ventilation and increased airway pressure. No patient was injured.

Manufacturer narrative:
It is reported that abnormal activity of the respiratory valve was found during the use of the equipment. No patients were injured. The user facility did not involve the local dragers & s organization into any follow-up measures. The ufr was the only source of information; the person named in the ufr was contacted by drager but was not able to provide additional details. Based on limited information, the equipment has been in use for more than five years. According to the user's description, it can only be said that the possible cause is due to the adhesion of the valve. In case that expiratory valve disk was stick on valve seat, risk management report pointed that, user performs pre-use checkout procedure ¿ described in the IFU. Cleaning procedures ¿ described in the IFU. The intended use and the iec 60601-2-13 require the use of the device with appropriate external patient gas/agent monitoring. System monitors breathing pressure and posts visual and audible alarm (peep high, low priority, continous pressure, high priority; exp pressure high, medium priority). So that will be no harm to the patient.it is recommended that customer contact professionally trained draeger service engineer to refer to the relevant specifications in the IFU to inspect the device and perform preventive maintenance.

Event description:
It was reported that the device passed the self-test normally during startup, but a breathing valve malfunction occurred during use, resulting in poor ventilation and increased airway pressure. No patient was injured.